Event description:
A pt had expired and was using an insulin pump at the time of his death. The coroners office does not believe that the device caused or contributed to the death of the pt. The reporter stated that the pt called 911 at 0200 in 2006 and when the paramedics arrived the pt was found unresponsive and in respiratory arrest. CPR was initiated but was unsuccessful. It was reported that the pt had significant health issues other then diabetes. The coroner was calling for info to complete a full investigation. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.